Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, h.6.

Event description:
Patient reported left side after a histological breast biopsy, I received the result of a benign pericanalicular fibroadenoma. I underwent a quadrantectomy and mastoplasty reconstruction with the placement of allergan implants. Patient later reported "tumor, intracapsular rupture via MRI, capsular contracture baker grade IV, nodule, cyst." Healthcare professional later reported "rupture and capsular contracture baker grade iii". Device was explanted.

Event description:
Patient reported, "after a histological breast biopsy, I received the result of a benign pericanalicular fibroadenoma. I underwent a bilateral quadrantectomy and mastoplasty reconstruction with the placement of bilateral allergan implants." "It was recently detected that the left single-lumen breast implant, in the retropectoral position, shows signs of intracapsular rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "tumor, intracapsular rupture via MRI, capsular contracture baker grade IV, nodule, cyst.".